Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 31-jan-2022 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 01-jan-2017, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for persistent low flow alarms of 1.7-2.3 lpm, difficulty breathing and right ventricular failure (rvf). A computerized tomography (CT) three dimensional angiogram scan was performed and a significant revealed a kink in the distal outflow graft cannula of the ventricular assist device (vad). The patient was intubated and inotropes and blood pressure medication were provided due to the patient's history of chronic obstructive pulmonary disease (copd). The vad flows slightly improved after the administration of blood pressure medication. Due to the patient previous history of rvf the patient was not a candidate of vad exchange. The patient's condition worsened and the clinician met with the patient's family to discuss the acute respiratory distress syndrome (ards) diagnosis and no possible favorable outcome. The patient's family decided to withdraw support and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the ventricular assist device (vad) ((B)(6)) and associated outflow graft (lot no. 1333629) were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a slight gradual decrease in power consumption and estimated flows beginning on (B)(6) 2022 and 86 low flow alarms logged since (B)(6) 2022. Of note, it was reported that the pump ID had been incorrectly programmed in the controller. This is an additional finding not related to the reported event. The most likely root cause of the observed improper pump ID in the log files could be attributed to an incorrect set up process. The reported outflow graft kink/occlusion could not be confirmed due to insufficient evidence. Information received from the site indicated that, in addition to the low flow event, the patient experienced difficulty breathing and right ventricular failure (rvf). A computerized tomography (CT) three dimensional angiogram scan was performed and a significant revealed a kink in the distal outflow graft cannula of the ventricular assist device (vad). The patient was intubated and inotropes and blood pressure medication were provided due to the patient's history of chronic obstructive pulmonary disease (copd). The vad flows slightly improved after the administration of blood pressure medication. Due to the patient previous history of rvf the patient was not a candidate of vad exchange. The patient's condition worsened and the clinician met with the patient's family to discuss the acute respiratory distress syndrome (ards) diagnosis and no possible favorable outcome. The patient's family decided to withdraw support and the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, outflow graft obstruction, and poor vad filling. Per the instructions for use, worsening heart failure, respiratory dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of right ventricular failure. Possible clinical factors that may have contributed to this event include the p atient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, p harmacological and procedural factors that may have contributed to this event. D4: serial or lot#: (B)(6), h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.